Event description:
During the conclusion of a therapeutic procedure of sweeping stones from a pt's biliary tree, the physician was removing the device from the device scope when a 2-3cm portion of the catheter's distal tip broke off. It was reported that the loose tip was never inside the pt, and that the physician was able to successfully remove the tip from the scope. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.